Manufacturer narrative:
Per the record this vac-pac was purchased 2+ years ago and it is over the recommended use life of two years per the vac-pac instruction manual. The possible cause of the damage is wear and tear. Customers are also instructed to inspect the vac pac prior to each use. In order to prevent future use, the customer was instructed to destroy the vac pac at the facility. The customer has since been provided a replacement.

Event description:
Natus medical received a complaint that on may 5th, 2017 a vac-pac had lost suction during surgery. No reported injury. Patient did not lose position during surgery and was safely secured in proper position through the case.